Event description:
It was reported to st. Jude medical that the lead and ICD were explanted due to infection. The implant site was red and swollen. The patient developed a fever. Cellulites was reported at the implant site.